Event description:
Headholder, integra mayfield a 1059, slipped as surgeon was turning the patient. Patient's head was lacerated and doctor closed the laceration with skin staples.the next day, the surgeon instructed or staff to bring him the skull clamp in question. He checked it, and determined it to be working correctly.